Manufacturer narrative:
Device will not be returned. No additional information is available. If additional information is received it will be reported on a supplemental report. Device will not be returned.

Event description:
It was reported through ce11 survey: "had difficulty with elbow plates and the positioning"